Event description:
Spouse reported, on 7/2 pt had symptoms of low blood sugar, even though meter read greater than 290 mg/dl. Paramedics called and blood glucose reading on their meter (type unknown) was 21 mg/dl; they gave oral glucose and left pt with no symptoms. Meter memory shows 116 mg/dl about same time as emt test. On 7/3, same events occurred, with pt meter reading 161 mg/dl; meter memory reads 161. Approx 45 minutes after given oral glucose, emt meter blood test result was 86 mg/dl. Physician advised; insulin reduced. Control test in range, 110 (97-146). Meter reportedly never cleaned.